Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the incision pocket for the implantable cardiac monitor (icm) device had eroded and opened up, exposing the device out of the skin. The device was removed. No further patient complications have been reported as a result of this event.